Event description:
It was reported that during implant, the helix of the lead was exercised three times on a sterile table. The helix did not extend with 20 turns during the first and second attempts. During the third attempt, the helix did not gradually extend, but abruptly extended fully at about 12 turns. The helix was backed in and the lead positioned in the right ventricular apex with satisfactory current and electrical measurements. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.